Event description:
It was reported from medwatch: (B)(4) that during use, the tip of this pacing catheter broke off and remained in the sheath. The temporary wire was due to be removed from the right internal jugular. It was unlocked at the sheath and the cap was loosened. The temporary wire was removed slowly under fluoroscopy, viewed by the doctor. The tip of the pacing wire broke off and remained in the sheath. This was confirmed by the doctor through an x-ray. The right internal jugular sheaths were removed, and manual pressure was held. Upon further inspection with the wire, the tip of the temporary pacing lead was removed from the sheath. The device will not be returned for evaluation, as it is not available for return. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. A device history record review was unable to be completed as the lot number was not provided. Further follow up is not possible with the initial reporter, as they did not provide any contact information and wishes to remain confidential. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.